Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date approximately 3 years prior to this report, the patient began treatment with dianeal ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The pt experienced peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown. Treatment was not reported. Concomitant therapy was not reported. Eight days after being admitted to the hospital, the patient was discharged. At the time of this report, the pt was recovering from the peritonitis and dianeal therapy was ongoing. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h12j01053, h12l07031, h12l11074, and h13c07061 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Additional information: on an unreported date in (B)(6) 2013, the patient had another episode of peritonitis. The cause of peritonitis was not reported. It was not reported if a culture was performed. On (B)(6) 2013, the patient died due to an unknown cause. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.